Event description:
It was reported that approximately three months post op, x-rays showed that two set screws had backed out of their head and the construct had dismantled. A revision surgery was performed approximately 3 1/2 months post op.